Event description:
Subsequent information indicates that the patient was seen for a device change out procedure where this device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported. The device is not expected to be returned for analysis.

Event description:
Subsequent information indicates that the previously reported clinical observations continued to be observed. In addition, the system displayed high, out of range pace impedance measurements. The patient is to be seen in clinic at a later date for device testing. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead displayed noise and oversensing as seen on stored electrograms (egm). A lead safety switch (lss) was also noted to have occured. The lead has been displaying low pace impedances in the 300 ohm range. Isometrics were not able to recreate noise. The device was reprogrammed back to a unipolar configuration. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.